Manufacturer narrative:
Samples received: 4 open pouches. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received four open and unused samples to analyze this complaint. We have checked these samples and the needles attached to the thread in one of the four open samples received (reference with double needle) correspond to hrt26 needle instead of hr22 needle (trocar point needle and needle length bigger (26mm instead of 22mm)). The thread of this open sample corresponds to the printed information on the first pack (premicron green usp 2/0 and 75cm length). On the other hand, it has been characterized the suture of the other three open samples and it corresponds to the product description. After internal investigation, it has been determined that the more probable root cause is that the line clearance was not correctly done in the manufacturing line in the packaging area. Both products (premicron green 2/0(3) 75cm 2xhr22 and premicron green 2/0(3) 75cm 2xhrt26) were packed the same day and in the same line, one after the other. Probably, when the printing change was done, sutures of the code (B)(4) (premicron green 2/0(3) 75cm 2xhrt26) were already packed with the printing of the aluminium pouch (first pack) of the complained code (B)(4) (premicron green 2/0(3) 75cm 2xhr22) and the operator did not notice of that. Final conclusion: taking into account that one of the open samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: a six-sigma project is on-going (project reference (B)(4)) to avoid this kind of incidents in the future.

Event description:
Country of complaint: (B)(6). Incident: the stated the following: "it been happening quite commonly, the same reference of suture, comes with a bigger size of the needle than the usual."